Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and four months post implant of this 29mm aortic bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to stenosis and severe regurgitation. Upon explant, the surgeon noted pannus formation on the inflow tract as well as torn leaflets. The surgeon was unsure if the torn leaflets were due to the explant procedure itself. No additional adverse patient effects were reported.  Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve may be attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient codes updated in section. If information is provided in the future, a supplemental report will be issued.